Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial report inadvertently submitted with incorrect health effect: clinical code.

Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that neurosurgery noted the patient's chest pocket was red and full of fluid. The patient was placed on antibiotics and cultures came back showing staph infection. The patient's electrodes, lead and generator were subsequently explanted. A review of device history records showed that the generator was sterilized and passed quality control inspection prior to distribution. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.